Event description:
It was reported to philips that the ceiling balancer holding the hose fell off on a azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service noted that the hose was reattached by the in-house maintenance team. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).